Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient's primary surgery was in (B)(6) 2014. On (B)(6) 2015 is was found that the rod fell in the leg, fractured the femur and opened up an old fracture. Patient had a revision in (B)(6) 2015 in which all parts were removed due to malfunction of hardware (as per surgeon). Update: received additional information: it was reported that after primary surgery in (B)(6) 2014, it was reported that there was too much pressure up at the top where the initial bolt was. One pin at the bottom of the rod was broken in half. Patient had surgery - removed upper pin and half of broken pin. Date of explant unknown. Left half broken pin implanted. It was alleged that patient is allergic to some metals.

Manufacturer narrative:
Investigation (B)(4) revealed the product not being at fault. Further, the product had not contributed to the event - thus, concomitant item.

Event description:
Patient's primary surgery was in (B)(6) of 2014. On (B)(6) 2015 it was found that the rod fell in the leg, fractured the femur and opened up an old fracture. Patient had a revision in (B)(6) of 2015 in which all parts were removed due to malfunction of hardware (as per surgeon). Update: received additional information: it was reported that after primary surgery in (B)(6) of 2014, it was reported that there was too much pressure up at the top where the initial bolt was. One pin at the bottom of the rod was broken in half. Patient had surgery ¿ removed upper pin and half of broken pin. Date of explant unknown. Left half broken pin implanted. It was alleged that patient is allergic to some metals.